Event description:
Customer reported that intermittent malfunction alarms occurred, and that the issue was also related to malf 16 field correction notice there was no adverse impact to the customer¿s blood glucose level. Customer declined recommended mitigations and requested a replacement pump; technical support agreed to replace the pump and provided instructions for returning the original device.